Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. The reporter did not provide any surgeon contact information; therefore follow up was not able to be conducted. Additional information was requested on 06/09/2011 by email. Additional information was received from the patient via email on 06/12/2011. (B)(4).

Event description:
Two years following intraocular lens (iol) implant surgery, a consumer reported that she still has severe pain, inflammation and light sensitivity. The consumer reported that she was told her eye had "healed," but her symptoms persist. She has had tests for other medical conditions that might be contributing to the inflammation in her eye, but these were all negative. The consumer reported that she has been referred to a number of specialists who cannot determine what is causing her inflammation. She is currently scheduled to see another physician in consultation. The reporter did not provide any surgeon contact information; therefore, follow up was not able to be conducted.